Event description:
It was reported that there was a tool malfunction where the wrench broke.

Manufacturer narrative:
Dentsply sirona became aware of a malfunction for same/similar devices that could have possibly caused or contributed to a serious injury. Product return is requested and will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Manufacturer narrative:
Additional information received that this was not a dentsply sirona device that was involved for this event. This is a follow up report for this additional information. Correcting this event from reportable to non-reportable as this device is not a dentsply sirona device. Device received for this event is being corrected from ank surg ratchet w. Torque indication catalog # 17-5300 to competitor unknown product implants catalog # competitor unknown product implants. This is a follow up report for this corrected information.